Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not completely staple when discharged by the surgeon. Per the surgeon, during first attempt the stapler misfired leaving the staple line loose and during second attempt, it made a snapping noise. The stapler housing broke after firing which left the staple line loose. There was no reported patient outcome.